Manufacturer narrative:
Product event summary #s7 axiem not communicating product analysis summary: system is not receiving a signal from the axiem box. Verified both boxes were working fine and it is a bad axiem power cable.; resolved: yes hardware : fail; failures: axiem power cable; resolution: axiem power cable was replaced and the system functions just fine now. Section d information references the main component of the system. Other relevant device(s) are: product ID: 9733597, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the axiem box was not communicating in the cranial software. In the emitter details there was a red status and the emitter was showing unable to read port. A different axiem box and emitter were tried with the same problem. Different usb ports were tried on the computer with no resolution. There was no connection on the em interface screen. There was no patient present at the time of the event.